Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced a low blood glucose (bg) level of 62 mg/dl. The customer stated that the suspected cause was due to miscounting carbs for a meal bolus and exercising. Although requested, no additional information was provided regarding the low bg. Additionally, it was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Reportedly, the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
(B)(4).